Event description:
Customer reports: loss of integration. It was reported that the implant at tooth site #23 lost integration and was removed.

Event description:
Customer reports: loss of integration. It was reported that the implant at tooth site #23 lost integration and was removed.